Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would no longer take a charge following a non-device related surgery. It was also noted that the patient was bothered by the location of the ipg. The patient underwent a revision procedure wherein the ipg was replaced and was relocated to the abdomen area. The patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned.